Event description:
Peri-prosthetic fracture following unicondylar knee replacement. Patient presented with pain approximately three weeks post implantation. Fracture was confirmed radiographically. Patient underwent open reduction internal fixation. Implants were found to be rigidly fixed and left in place.

Manufacturer narrative:
At most recent follow-up, patient is pain free and progressing well.